Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2 , cable and reference power supply at level 3.0. The device passed the pre-cautery test; steam and or heat was observed during ten 5-second activations. The device was measure for continuity using a calibrated multimeter continuity was observed. Based upon the returned condition of the device and the results of the evaluation, the reported complaint was not confirmed for "failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not activate when the harvester attempted to transect the first branch during the procedure. The hemopro 2 extension cable was disconnected from the adaptor cable and generator and connected to a different hemopro 2 adaptor cable and generator. There were no further issues with the device during the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not activate when the harvester attempted to transect the first branch during the procedure. The hemopro 2 extension cable was disconnected from the adaptor cable and generator and connected to a different hemopro 2 adaptor cable and generator. There were no further issues with the device during the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Please disregard the previous entries. Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A lot/serial number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Multiple attempts were made to the customer in regards to product being returned for investigation. The customer has failed to respond. In future if the device is returned back to the maquet facilities, an investigation will be conducted and a follow up MDR will be sent to FDA.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not activate when the harvester attempted to transect the first branch during the procedure. The hemopro 2 extension cable was disconnected from the adaptor cable and generator and connected to a different hemopro 2 adaptor cable and generator. There were no further issues with the device during the procedure. The hospital did not report any patient effects.